Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two knives were blunt during surgery, but prior to any patient contact. There was no impact to any patient associated with this reported event. No further information is available for this report.

Manufacturer narrative:
One opened knife sample was received in a blade protector tray for the report of being blunt. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the manufacturing site. The four photos show two knives within a blade protector tray with tyveks wrapped and taped around the trays. The reported lot for this file was confirmed from the photos. The returned sample was found to be conforming therefore, a blunt knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).